Event description:
The customer reported failing human chorionic gonadotropin (bhcg) quality control results were generated on an unicel dxc 600i synchron access clinical system. Beckman coulter inc. Led customer troubleshooting indicated that the active calibration s0 relative light units (rlus) were abnormally elevated. There were no patient results generated in connection to this event. There have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Advised the customer to recalibrate the assay. Upon recalibration, the customer was able generate a calibration assessment with lower s0 calibrator relative light units (rlus) and subsequently generate quality control results within customer established specifications. No sample handling/collection information was provided by the customer. Instrument system checks performed on the date of the event generated acceptable results.

Manufacturer narrative:
Service was not dispatched for this event. Beckman coulter inc. Assessment of instrument generated data and supplied troubleshooting assisted the customer in resolving the issue. The cause of this event is unknown and could not be determined based on the supplied information